Manufacturer narrative:
(B)(4).

Event description:
It was reported that session ended I have a new transmitter alert occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of session ended I have a new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed.